Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.

Manufacturer narrative:
A ge oec service representative investigated the issue, and removed and replaced a defective ps3 power supply. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.